Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: stent: 3.0x18 xience alpine; other: maquet intra-aortic balloon catheter and accessories mega 7.5fr, 40cc. The stent remains implanted in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience alpine 3.0x18 device referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that the procedure was to treat a proximal left circumflex (lcx) coronary artery. After placement of a non-abbott intra-aortic balloon catheter, a 3.0x18mm rx xience alpine drug-eluting stent (des) was deployed in the proximal lcx, followed by deployment of a 3.0x15mm rx xience des in the proximal lcx. A free perforation with extravasation was noted. A 2.8x16mm rx graftmaster covered stent was advanced and deployed at 16 atmospheres, sealing the perforation. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional information received confirmed that there were no device issues and no adverse patient effects. Therefore, this event would not have been reportable; however, since the inital MDR has already been filed, this event must remain MDR reportable. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initial filed medwatch report, the following additional information was received: the reported intra-aortic balloon pump (iabp) was precautionarily placed as the patient was deemed high risk for percutaneous coronary intervention due to patient medical history and required rotational atherectomy. The proximal left circumflex (lcx) coronary artery was totally occluded, heavily tortuous, and heavily calcified. In the opinion of the physician, neither the deployed 3.0x18mm rx xience alpine nor the 3.0x15mm rx xience alpine stents caused the perforation; the perforation was reportedly caused by the rotational atherectomy device and due to patient anatomy (the heavy calcification and tortuosity, and total occlusion). There were no device issues and no adverse patient effects related to use of the xience alpine devices. No additional information was provided.